Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked case near display window corners and cracked on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer was reported via phone call that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.